Manufacturer narrative:
H4: the lot was manufactured from september 16, 2020 ¿ september 17, 2020. H10: the device was received for evaluation. Visual inspection was performed, and it was noted that the administration tubing was completely detached from the solvent-bonded junction to the stressmember which resulted in a leak. Traces of solvent were also observed on the tubing. The reported condition was verified. The cause of the condition was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of large volume folfusor was observed detached and subsequently leaked near the luer lock connector. This was identified prior to patient use. There was no patient involvement. No additional information is available.